Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's wound at the ipg site re-opened. Surgical intervention was undertaken where the ipg site was revised and effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.